Event description:
Information received indicated the bed exit system will not alarm.

Manufacturer narrative:
The hill-rom technician found the bed exit circuit board was defective. The technician replaced the bed exit circuit board to repair the bed.